Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. The procedure was cancelled. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a baseline pe noted. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system and was. A 24mm watchman flx pro closure device and delivery system (wds) was advanced into the laa. The laa anatomy was challenging and required multiple wds attempts and recaptures, as two (2) 24mm wds were used. During the deployment of the second 24mm wds, a growing pe around the right ventricle was noted and it had tripled in size from baseline. The 24mm wds did not meet release criteria, so the wds was removed. The procedure was aborted. A pericardiocentesis was performed, and 470ml of bright red fluid was removed. A pericardial drain was placed, which drained more blood overnight. The patient was admitted in the hospital. In the physician's opinion, a cardiac perforation may have occurred in the laa during recaptures or when the aggressive tug tests performed. The device is not expected to be returned for analysis.